Manufacturer narrative:
2/9/1998 - supplemental report #1 sent to FDA. Device evaluation indicated and codes entered in h3 and h6. Device not available for evaluation.

Event description:
The disposable loading unit was used with an auto suture gia 90 premium stainless steel instrument during a cystectomy procedure. Reportedly, the staples were not present after firing. The surgeon manually sutured to complete the procedure. The hosp has reported no pt injury occurred.